Event description:
(B)(4). Event occurred in (B)(6). The patient reported that the infusion set tubing got detached while shopping. Reportedly, the location of detachment was at the connector. The site location was abdomen and the pump was worn on belt. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The infusion had been in use for four days. Also, there was no stress or pull on the tubing and the pump wasn't dropped with the set connected to the body. The patient had faced the same issue earlier as well, two times but realized it two hours later. No further information available.